Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the distal tip of a 6f 100cm judkins right (jr) 3.5 vista brite tip guiding catheter was found to be fractured during preparation. The catheter tip fractured but remained attached to the catheter. A non-cordis guiding catheter was used to complete the procedure. There were no reported injuries to the patient and no signs of infectious disease. This was during a percutaneous coronary intervention (pci) procedure in which angiography revealed a greater than 80% stenosis of the left anterior descending (lad) coronary artery. The vessel characteristics at the target site included bifurcation, mild calcification, and mild tortuosity. The operator had been trained. The device was stored and prepped per the instruction for use (IFU). The catheter did not become entrapped at any point in the procedure as the defect was found during preparation. A non-sterile 6f .070 jr 3.5 100cm catheter was received coiled in a plastic bag. Visual inspection revealed two kinked or bent sections located approximately 14.5 cm and 77.2 cm from the distal tip, while the brite tip and distal tip remained undamaged. No additional anomalies were observed. Dimensional measurements taken near the kinked areas confirmed that both the outer and inner diameters were within specified limits. The reported ¿brite tip/distal tip- cracked¿ was not observed during product analysis. The device presented with two kinked/bent conditions and no cracks/fractures were seen. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a4, b4, b5, d10, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 6f 100cm judkins right (jr) 3.5 vista brite tip guiding catheter was found to be fractured during preparation. The catheter tip fractured but remained attached to the catheter. A non-cordis guiding catheter was used to complete the procedure. There were no reported injuries to the patient and no signs of infectious disease. This was during a percutaneous coronary intervention (pci) procedure in which angiography revealed a greater than 80% stenosis of the left anterior descending (lad) coronary artery. The vessel characteristics at the target site included bifurcation, mild calcification, and mild tortuosity. The operator had been trained. The device was stored and prepped per the instruction for use (IFU). The catheter did not become entrapped at any point in the procedure as the defect was found during preparation. The device will be returned for evaluation.

Event description:
As reported, the distal tip of a 6f 100cm judkins right (jr) 3.5 vista brite tip guiding catheter was found to be fractured. An unknown guiding catheter was used to complete the procedure. There were no reported injuries to the patient and no signs of infectious disease. This was during a percutaneous coronary intervention (pci) procedure in which angiography revealed a greater than 80% stenosis of the left anterior descending (lad) coronary artery. The operator had been trained. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.